Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Painful- vagina [vulvovaginal pain] . Having to go to hospital as it was impossible to get out- vagina [foreign body in reproductive tract] . I was pulling out the tampon and the string snapped off...ended up having to go to hospital [complication of device removal] . String snapped off- tampon [device breakage]. Case narrative: consumer reported via e-mail that the string snapped off during tampon removal. No serious injury reported.